Event description:
It was reported that there were multiple alerts for this right ventricular (rv) lead having out of range shock lead impedance measurements. The most recent alert had a value of 133 ohms, which was high out of range. Technical services (ts) analyzed impedance trend data and determined that the rise in impedance values was gradual and most likely due to calcification. Troubleshooting was discussed including reprogramming options. No adverse patient effects were reported. Currently, this lead remains in service.